Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) on the homechoice (hc) machine during dwell 5 of 5. The technical service representative (tsr) assisted the home patient (hp) to cycle the power, and close the clamps. The hp stated the hc went to press go to start. The tsr had the hp disconnect and assisted the hp with getting the set out. The tsr explained the alarms to the hp, and explained the hp to finish the therapy with manual bags. The tsr recommended the hp contact the nurse about the alarm. No further information is available. No patient injury or medical intervention was reported.